Event description:
It was reported that during a sigmoid colectomy procedure, malformed staples were noticed on the inner most staple line. The surgeon concluded that the staple line was adequate and no corrective action was needed. The same device was reloaded and used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.